Manufacturer narrative:
User reported discrepancies between bg and sg readings. Escalation analysis indicated all calibrations in the last 14 days were within acceptable range and that some periods of rapid glucose could be seen. As the user was using the system and remained unresponsive to multiple contact attempts, no further information could be obtained.

Event description:
On february 23 2026, senseonics was made aware of an incident where user experienced sensor inaccuracy. No injury or medical intervention was reported.